Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device was inoperable and did not power on. There was no patient involvement reported.